Event description:
Healthcare professional reported in seminar slides unknown side "head deviation of nac (nipple areola complex)". Device status is unknown.

Manufacturer narrative:
Clarification to h6 adverse event problem: per abbvie medical safety, e2402 appropriate term/code not available is being used to capture the event of "head deviation of nac". The event of "head deviation of nac" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "head deviation of nac"